Manufacturer narrative:
The following visual characteristics were noted during the evaluation device b: no visual damages were presented on the returned device that was used in medical procedure. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair procedure, the clips did not stick in the tissue. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient. No additional information has been provided.